Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased. It was further reported that their heart rate was 260 beats per minute just before they expired. The patient was reported to have been hospitalized for an unknown reason three days prior to death and had been discharged to home. The patient's spouse also questioned the function of the implantable pulse generator (ipg) and how it was operating. Additional information related to the cause of death and device function was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.